Event description:
N/a

Manufacturer narrative:
It was reported prior to use that the cs300 intra-aortic balloon pump (iabp) batteries were not charging. There was no patient involvement and no harm reported. Upon arrival getinge field service engineer (fse) verified that the batteries were not charging. When he powered on the unit he smelled a burnt smell. Fse found that the fuse on the battery slot on power supply was blown. Fse also found that terminals on battery were crossed. He replaced power supply/chrgr w/o ext dc inpt to fix the issue. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of a blown fuse, the fat performed a visual inspection and found the part to be in good condition. Fat was able to test and verify the blown fuse. This part is obsolete and not able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) units batteries not charging. There was no patient involvement.